Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient pulled his driveline while sleeping. The patient awoke to find his dressing saturated with frank red blood. The patient was prescribed a 1 week script of ciprofloxacin and doxycycline to his local pharmacy for infection prophylaxis. The patient was instructed to call with any changes. The patient did not report any changes.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported exit site bleeding could not be determined through this evaluation. According to the account, the patient pulled his driveline while sleeping. The patient remains ongoing on (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU and patient handbook caution the user not to pull on the driveline at the exit site and state to wear a heartmate stabilization belt at all times, including during sleep. The patient handbook further instructs the patient to try to sleep so that you do not bend, pull on, or move the driveline. Do not sleep on your stomach and arrange clothes, sheets, and blankets so they do not pull on or get tangled in the driveline. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient's bleeding was better after a 7 day course of antibiotics. There was no new drainage, no new redness, and no pain. The patient underwent a 7 day course of antibiotics consisting of doxycycline and ciprofloxacin.